Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that there was a pause due to the right ventricular (rv) lead oversensing. The lead remains in use. No patient complications have been reported as a result of this event.